Event description:
We are in processes of switching from ethicon sutures to aesculap sutures. Ent/oral surgery and in this case pediatric gi surgery have found that safil (vioryl equivalent) becomes "unraveled" or dissolves within 2-3 days of application on mucosal surfaces. Per manufacturer, should not unravel if knotted x4 - per md's have done this and still unravels. In this recent case, child was returned to or on postop day 2 after safil sutures found to be dissolving in places. The medical sub specialties have returned to using ethicon vicryl w/o problems.